Event description:
A customer reported to beckman coulter inc., (bci) that haemoglobin a1c (hba1c) qc results shifted high (2sd) on synchron cx9 alx instrument when the customer switched to a different reagent lot. The customer has concerned on four diabetic patient sample results. These results were reported out of the lab and the physicians were notified to review the reported results. Per customer update, the hba1c results reported out to the physician were the correct results. Actual results were not supplied. There was no impact to patient.

Manufacturer narrative:
Bci contacted the customer and they stated qc shifted high because of the reagent was not stored properly. Customer indicated that after receiving, the reagent was left in the shipping box at room temperature for a few days. By the time the customer opened the box, the gel ice packs were no longer cold. They discarded the reagents and used the new replacement lot. No issue was found once the new reagent was replaced.